Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 3889-28 (lot: va0y57j); product type: 0200-lead; implant date: on (B)(6) 2015; explant date: on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated in the op notes on the last "revision" in 2023 mentioned that there is a retained lead remnant in s3 that was unable to be removed. Caller stated it looks like they fractured the lead trying to explant it and they couldn't get the rest out. Agent reviewed use of MRI mode to determine eligibility agent reviewed MRI considerations as patient also has abbott spinal cord stimulator. Agent redirected the caller to the patient's healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient has a history of multiple device revisions and the battery was dead and needed a replacement. And that despite the fractured lead, they were able to remove the entire lead. The stimulator lead placed in the approprriate orientation in tyrx pocket. The wounds were rrigated profusely prof arand then closed in multiple layers. The device was theen programmed on the table. All the impedance values were normal.the paatient tolerated the procedure well, was extubated in the operating room and taken to recovery roorom in stable condition.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0y57j, implanted: (B)(6) 2015, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.